Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2024. The patient's blood glucose levels reached 30 mmol/l (540 mg/dl) with ketones present. The pod was worn between 5 and 24 hours on the abdomen. Symptoms reported include hyperglycemia, high ketones and vomiting. It was noted that the personal diabetes management (pdm) displayed an error code, but the pod did not alert the patient with an audible warning. The patient was treated with intravenous fluids, antibiotics and insulin. The patient was released on (B)(6) 2024.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.